Event description:
Generalized weakness led patient to seek medical attention. Steroids administered. MRI showed increased enhancement and edema in previous resected cavity. Partial resection performed for diagnostic purposes.